Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly, and we have not received any other complaints from this batch. The visual inspection revealed that the lens was returned intact. The instruments used were not provided, however, a successful injection test was performed using the returned lens and a cart45s cartridge with no damage to the lens or the cartridge used. This suggests that the incorrect technique may have been used. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating " issues while injecting in eye. Did not insert all the way and pulled lens out of eye using enlargement of the incision to do so. Loaded and implanted another hd+19.0 lens of same model/type and inserted without issue".

Event description:
Lenstec received an email stating " issues while injecting in eye. Did not insert all the way and pulled lens out of eye using enlargement of the incison to do so. Loaded and implanted another hd+19.0 lens of same model/type and inserted without issue".

Manufacturer narrative:
Lenstec is awaiting addiitional information, once received a supplemental report will be submitted.